Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. We are awaiting the return of the complaint device to complete our investigation.. Results - investigation still underway, no results to date. Conclusion - no conclusion can be made at this time.

Event description:
Reporter reported that the blue breathing tube on the rt225 circuit was found with a crack in it. This was discovered during an inwards goods inspection.